Event description:
Malfunction with one of the devices. Reported by healthcare provider office. Healthcare provider office did not consent to follow up. No further information/clarification available. (B)(4).